Manufacturer narrative:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) device facing "fiber optic cable issue". Customer reported they heard a loud audible alarm and the unit would not read the fiber optics. A getinge field service engineer (fse) arrived on site and found error 139 logged in the alarm history and no issue with the fiber optics. Fse replaced the pcba rohs power management. Performed a full calibration and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer. Patient involvement was there, no injury or harm reported.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit made a loud audible alarm and the unit would not read the fiber optics. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit made a a loud audible alarm and the unit would not read the fiberoptics.